Event description:
After one year of cochlear implant use, this patient reported a decline in hearing performance. Diagnostic testing in 10/2005 revealed multiple high impedance electrodes. No info was provided on the healthcare professional's recommendations.